Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump (iabp) unable to sense trigger pressure. No patient harm or injury was reported.